Event description:
Event reported by attorney. The legal complaint states the following; plaintiff had t-sling implanted on (B)(6) 2010. Due to pain, erosion, and painful sexual intercourse pelvic mesh was removed on (B)(6) 2010 at (B)(6) hospital by doctor (B)(6). Plaintiff first experienced symptoms in (B)(6) 2010.